Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri apr 13 14:14:55 edt 2018 with MFR# 3004753838-2018-26193. The ack3 was received on fri apr 13 14:14:55 edt 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which waspreviously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 an initializing screen without manual restart. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of initializing screen without manual restart could not be determined. A root cause could not be determined.